Event description:
Procedure type: wedge resection. According to the reporter: the (B)(4) instrument was used in the operation on bronchus and operation was finalized normally. In post op duration there was a problem and patient was opened again and seen that part of a staple line was opened. Then suture was used to closed th open part.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).